Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 24-nov-2025 it was reported by the arthrex clinical research team via email that while reviewing a clinical study, it was noted on (B)(6) 2019 a patient three-week status post right uka utilizing the ibalance uka has concerns of their knee giving out as it has happened twice. The healthcare provider reports to believe this is reflex inhibition of the quadriceps mechanism, and that clinically and radiographically the knee looks excellent and has excellent stability. At five weeks status post right uka the patient continues to have concerns of their knee giving out and has had several episodes, one of which occurred while doing wall lunges at physical therapy. An MRI does not demonstrate the acl well however clinically it is stable. The healthcare provide believes there is ""patellofemoral in ture"" and plans a medrol dosepak as well as stopping formal physical therapy that would irritate the patellofemoral articulation. On (B)(6) 2025 the patient reported to be doing well despite having a couple episodes of their knee giving way weeks ago. It's reported the patient continues to improve since then. On (B)(6) 2021 a revision was performed for failure of uka and adjacent compartment osteoarthritis.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a patient-specific event and pre-existing health conditions. The complaint allegation was not confirmed. No evidence of that failure was received.